Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Complaint sample was evaluated and the reported event was confirmed. Visual evalution of the returned product found it to exhibit signs of repeated use, and that it is fractured off the posterior surface. Device history record was reviewed and no discrepancies were found. The root cause of the reported event can be attributed to wear and tear during the 1+ years of field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02765 and 0001825034-2024-00388. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the tibial trial provisional fractured during trialing. No adverse events have been reported as a result of the malfunction.